Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated the cgm was displaying 300 mg/dl and decided not to eat lunch, based on the cgm reading. The patient's wife stated the patient called her and noticed that he was not talking coherently. When the patient's wife called him back, a coworker told her that the patient had passed out and emergency medical services (ems) was called. When the ems arrived, they checked the patient's bg value that was 49 mg/dl. The patient was treated with glucagon and when his wife arrived, she gave him food. Before the ems left, the patient's bg increased to 240 mg/dl and the cgm was reading 300 mg/dl. The patient's wife drove the patient home and at the time of contact, the patient was doing good. No additional patient or event information is available. Data was received for evaluation, data review confirmed the reported event of inaccurate cgm values. A probable cause could not be determined via data.